Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the intensive care unit the catheter was inserted via the patient's right internal jugular vein. The catheter was inserted without problems and connected to the ECG monitor. After injection of 10ml nacl (sodium chloride) there was no measurement of the patient's cardiac output. There was no curve of rap (right atrial pressure), pap (pulmonary arterial pressure) or wedge (pulmonary capillary wedge pressure) visible on the monitor. The staff replaced the ECG cable and the monitor without success. As a result, the thermodilution catheter was removed and replaced without complications and measurements could be done. There was no reported patient death or injury. Medical/surgical intervention was not required. Therapy was not delayed or interrupted. There were no reported patient complications. The patient outcome is listed as "ok."